Event description:
It was reported that the fiber tip detached after 222,936 joules with 23 minutes of fiber use. The fiber was replaced and the procedure was completed utilizing a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip detachment is confirmed as analysis identified that the fiber tip metal and glass cap were detached. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg to 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis revealed that the metal and glass cap were detached and not returned. The outer-flow tube, near the directional indicators, appeared melted. The fiber was tested with helium neon (hene) laser fixture. The testing conducted showed the aiming beam was at the detached location. No additional breaks were visible along the length of the fiber. Signs of debris adhesion and devitrification were not able to be determined because the detached caps were not returned. The connector cone, segments, and tabs appear in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: a review of the product labeling was completed, according to the instructions for use (IFU): connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature, that is close to or higher than epoxy degradation temperature, near the laser beam output window. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use. Therefore, the investigation is assigned a probable cause code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review states: caution: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber tip detached after 222,936 joules with 23 minutes of fiber use. The fiber was replaced and the procedure was completed utilizing a second fiber without clinical consequences to the patient.